Manufacturer narrative:
Device passed the displacement test, sleep current test and active current test. P-cap/reservoir locked properly in place. Device received with cracked keypad overlay at select button. The adapt tool did not indicate abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. Unexpected battery power loss not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm. Customer was able to clear the alarm. The alarm was occurred when battery not taken out of the insulin pump. Customer stated that insulin was not delivered. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.